Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Damage to the haptic was observed on the returned photo. The attached photo shows an activated company preloaded device. The plunger is advanced outside the nozzle tip, the lens is outside the device near the lever. One haptic appears to be broken or torn or missing, the tip of the other haptic also appears to be missing. The reported complaint cannot be confirmed from the provided photos. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular implant procedure the plunger passed through the side of the lens and when attempting to remove the lens from the injector the leg of the lens broke. The plunger of the injector is not enough to push the lens in its entirety. Additional information has been received and stated that the surgery was completed with the same model and same diopter lens without any problems for the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).